Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported the pt has a left pca hip stem with unk brand of acetabular cup. The cup migrated superiorly by 2 inches. Update: cup liner worn. A new pca head was inserted.